Event description:
It was reported that prior to an unknown case, the 4-40 stud on the handpiece broke off inside the instrument. The case was completed with another handpiece and instrument. No patient consequence was reported.